Event description:
It was reported that the patient experienced episodes of ventricular tachycardia accompanied by ear ringing. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited pseudofusion, leading to functional undersensing. The functional under-sensing resulted in delayed high voltage therapy. It was further noted that there was functional loss of capture. No intervention was performed, and the patient remained stable.

Event description:
New information received indicated that the patient's implantable cardioverter defibrillator (ICD) was incorrectly interpreting signals. Programming changes were made to resolve the issue. The patient remained stable.